Event description:
It was reported that the procedure was to treat a 50-70% heavily calcified lesion in the moderate to heavily tortuous circumflex (cx) artery. The 014 hi-torque turntrac flex guide wire (gw) was advanced and positioned. After lesion pre-dilatation and implantation of two drug eluting stents, the gw became jailed with one of the implanted stents and separated. An attempt to snare the separated gw piece was unsuccessful, so a drug eluting stent (des) was used to embed the piece of gw in the vessel wall. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that instructions for use (IFU) guide wire hi-torque turntrac, ce/FDA state: carefully observe the instructions under ¿do not¿ and ¿do¿. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Do use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts, into a bifurcated vessel. Use of this technique involves additional patient risks, including the risk that the wire may become caught on the stent strut. Cine images were received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the reported device failure can be directly associated with its usage contrary to the IFU warning (cited) and should not be considered to be associate with any manufacturing defects. The investigation and cine review determined the reported entrapment of the device, guide wire separation resulting in unexpected medical intervention and embedding of the device, appear to be associated with its usage contrary to the IFU warning. It is likely that the guide wire was not pulled back before the stent deployment causing the guide wire to get trapped/jailed with the stent. Further manipulation of the trapped guide wire ultimately resulted in the core separation and embedding the separated wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The treatments appears to be related to the operational context of the procedure.

Event description:
Subsequent to the previously filed reports, the following information was received: due to the portion of the guide wire which was embedded in the vessel wall with the use of a drug eluting stent, the patient now has to be followed closer and has been put on additional medication. No additional information was provided.